Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Over eleven years had passed from the subject device had been manufactured, therefore there was the possibility that the reported phenomenon was attributed to the cause with any of the following due to the long-term use. If the all image area became disappeared; - the aging deterioration failure of the dp board. - the aging deterioration failure of the dx board. - the aging deterioration failure of the power supply unit. - the blowout of the fuse. If only image inside the mask disappeared; - the aging deterioration failure of the ap board. - the aging deterioration failure of the dp board. - the aging deterioration failure of the dx board. - the aging deterioration failure of the video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the transurethral resection (tur) procedure, the endoscopic image disappeared. The user replaced the system including the subject device to another system and completed the intended procedure. There was no report of patient injury associated with the event.